Event description:
It was reported that five infusion set cannula were bent which led to hyperglycemia on 24-mar-2026 and one of them on 26-mar-2026. The infusion set was in use between six to twelve hours. The blood glucose level was high, and it was treated with correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-10152 / initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.